Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Premature sled movement. The analysis results showed that one reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally, the pan was noted damaged and partially detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The first device ecr45b became stuck on the ec45a and could not be fired. The cdh29a was used to connect the stomach and the esophagus, but the staple couldn't hold the tissue properly. Unknown how the case was completed. Unknown if there was an adverse consequence to the patient.